Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received three appropriate treatments, one which failed to convert the rhythm and one which resulted in a post shock asystole. The patient also received three inappropriate treatments.   The device was started up at 05:31:55 on (B)(6) 2022. At 18:58:06, an arrhythmia was detected. ECG shows sinus tachycardia @ 120 bpm degrading to vt @ 250 bpm with CPR/motion artifact. At 18:58:42, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf with CPR/motion artifact. The post shock rhythm was sinus bradycardia @ 30 bpm with CPR/motion artifact. At 18:59:23, an arrhythmia was detected. ECG shows sinus bradycardia @ 30 bpm with CPR/motion artifact. At 19:00:25, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was sinus rhythm @ 80 bpm with CPR/motion artifact. The post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. At 19:01:07, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf with CPR/motion artifact. The post shock rhythm was intermittent cardiac activity and CPR/motion artifact. At 19:01:48, the patient received the third appropriate treatment. The rhythm at the time of treatment was vt @ 130 bpm with CPR/motion artifact. The post shock rhythm was vt @ 130 bpm with CPR/motion artifact. At 19:36:13, an arrhythmia was detected. ECG shows intermittent cardiac activity and CPR/motion artifact. At 19:38:02, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was intermittent cardiac activity and CPR/motion artifact. The post shock rhythm was intermittent cardiac activity and CPR/motion artifact. At 19:38:29, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was intermittent cardiac activity and CPR/motion artifact. The post shock rhythm was intermittent cardiac activity and CPR/motion artifact. The electrode belt was disconnected at 19:47:53 on (B)(6) 2022. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.